Event description:
Perhaps this is retrospective recall, but just wanted to mention that I have been using the recently recalled amo contact lens solution for about 9 months and have had three serious eye infections in the last 3 months -after no infections for my first 18 years of wearing contact lenses-. One infection was diagnosed as a keratitis -not the rare fungal one-, one was severe "inflammation," and one a bacterial conjunctivitis. Both the first and the third were treated with topical steroids and antibiotics; the second was treated just with antibiotics. All physician-diagnosed. Maybe these are unrelated to the solution, but given the recall, just thought I should mention them.